Manufacturer narrative:
Final analysis found the device to be returned above elective replacement indicator (eri) and communicate appropriately with the merlin programmer. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No anomalies were found.

Event description:
Product reference number: 2017865-2025-27897. Product reference number: 2017865-2025-27893. It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited signs of infective endocarditis. A preoperative transesophageal echocardiogram revealed vegetation on the patient's right atrial (ra) lead. Consequently, the patient's implantable cardioverter defibrillator (ICD), ra lead, and rv lead were all explanted. During the procedure, there was difficulty retracting the rv lead, but this was resolved, and the lead was successfully removed. The patient experienced no adverse effects.